Event description:
The hospital reported the procedure vasoview hemopro 2 was damaged during use and that a new kit had to be opened to complete the procedure. The product was used on a patient. It was reported that the thermal coupler might have been activated for overheating and that the surgeon did not wait long enough for it to cool down. Small procedural delay. Opened new kit and completed procedure without any issue. No pre-test performed prior to use. No patient harm.

Manufacturer narrative:
Tw (B)(4). Corrected section: b5. Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000512088 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 was damaged when they received the product. The device was damaged when box was opened in the supply room. The device was never sent to the or given it was damaged upon arrival. No injury to patient.